Event description:
It was reported that the arctic sun device wasn't cooling. During a functional verification, with mixing pump command (mpc) was 100%, chiller temperature (t4) was 8c, outlet control temperature (t2) remained at 21c. Per review of wo notes, they discussed that this was indicative of a failed mixing pump. They requested pricing for depot and parts and stated they would discuss repair options with their management.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. During a functional verification, with mixing pump command (mpc) was 100%, chiller temperature (t4) was 8c, outlet control temperature (t2) remained at 21c. Per review of wo notes, they discussed that this was indicative of a failed mixing pump. They requested pricing for depot and parts and stated they would discuss repair options with their management. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't cooling. During a functional verification, with mixing pump command (mpc) was 100%, chiller temperature (t4) was 8c, outlet control temperature (t2) remained at 21c. Per review of wo notes, they discussed that this was indicative of a failed mixing pump. They requested pricing for depot and parts and stated they would discuss repair options with their management.